Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. There was no harm or injury reported. The previous report stated the sensor board was replaced to address a "service required" code which was found in the ventilator's downloaded error log. . The sensor board was not replaced to address the issue. The device was returned un-repaired to the customer per their request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue. There was evidence of contamination.